Event description:
It was reported that the membrane of the intra-aortic balloon (iab) became unfurled prior to insertion. It was noted that the iab was prepared as per instructions ensuring negative pressure applied with syringe, leaving valve insitu. Once the t-handle was removed, the cardiologist noticed the iab was starting to unfurl. They tried to insert it through the sheath but it continued to unfurl further. Insertion was abandoned and therapy was not started. After removal - outside the patient, the iab could still be inflated/ deflated and no leaks were detected. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site address line 2: (B)(6). Event site postal code: (B)(6). Additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The extender tubing and one-way valve were also returned. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).